Manufacturer narrative:
The investigation of the returned balloon catheter found the hub occluded with material consistent with dried contrast from the device preparation. After bypassing the hub, the balloon was inflated, and the investigation found a pinhole leak causing the device to progressively deflate on its own, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
Please see section h10 for device investigation results.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination could not be performed as this information was not available or provided at the time. The device was reported to be available for return to the manufacturer for evaluation but has not yet been returned. The liquid embolic reflux and distal leak could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during a dural arteriovenous fistula (davf) embolization procedure with squid, the scepter c was inserted after preparation in the middle meningeal artery (mma) and inflated. During the injection of the squid injection, liquid embolic reflux was identified. Added pressure was applied; however, the balloon did not hold the pressure. After the scepter c balloon was removed, it was flushed with dmso, and distal leak was observed. There was no patient injury reported, and the patient was reported to be stable with no changes after appearance to the hospital.